Event description:
The customer used the device to check the blood glucose and obtained a result of 178 mg/dl. Customer felt faint and went to the hospital. The hospital checked the glucose and the reading was 28 mg/dl. Customer was treated with a glucose IV and glucotrol push. Customer was then kept for the weekend. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.